Manufacturer narrative:
Method and result sections are being corrected based on evaluation summary which supplements previously sent evaluation summary. (B)(4).

Event description:
Fluid collection consistent with adverse tissue reaction noted during revision.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.